Event description:
During product servicing by a technician, a flogard infusion pump was observed exhibiting an f-38 alarm code. There was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and found the f38 alarm. The cause of the of the f-38 alarm code was defective force sensing resistors (fsr). The sensors were replaced to resolve the problem. The device was serviced and restored to a good working condition. If any additional information is received, a supplemental report will be submitted.